Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to a doctor's meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information when cca reviewed the call. The patient stated that the alleged inaccuracy began on "(B)(6) 2016." The patient reported that on an unspecified time prior to the alleged product issue she was experiencing the symptoms of lightheaded and dizzy. She claimed that at around 7:45- 8:30am made a visit to her doctors and she obtained alleged glucose results of 375mg/dl" on the subject meter compared to 73mg/dl on the other meter performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient denied that she takes any medication to manage her diabetes. The patient reported that she continued with her usual dose of medications as a result of the alleged product issue. The patient reported that she received healthcare professional treatment to consume food and /or drink. The patient stated that 15 - 20 minutes after the alleged product issue began she obtained a blood glucose result of 94mg/dl on the doctor's meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient's testing steps were described correctly. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution to conduct a test. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.